Event description:
Patient reported that the expiration date printed on the strip vial is 11/30/06. According to MFR's electronic inventory system, the corresponding lot number expired on 11/30/05. No pt injury was reported and no treatment was rec'd. Technical support requested the return of the suspected product and replacement product was shipped.